Event description:
It was reported when using the pyxis medstation es system that it had a remote manager not detected on the bus. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by remote manger was functional in hta but not detected on bus. The field service engineer replaced the board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.